Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the data file was returned. Review of data file indicates the occurrence of reported problem. A replacement monitor board was sent to the customer to repair the device on site. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a functional testing, the device restart/reboot by self multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.